Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse ordered and replaced the flow cell and associated cable to resolve this issue. (B)(4).

Event description:
The customer reported obtaining high retic /differential backgrounds on the lh780 instrument. No erroneous patient results were generated in connection with this event.